Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl/pcl/mcl meniscal repair that t1 was implanted without issue, but t2 would not deploy. T1 was removed and in doing so the patient sustained an injury in that a larger hole was made in the patient's meniscus due to having to remove the t1 implant. A backup was used to complete the procedure. A thirty minute delay was noted as a result.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4)